Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While the difficulties removing the lock line appear to be the result of the reported knot, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficulty removing the lock line which has the potential to cause or contribute to serious injury. It was reported that during a mitraclip implantation procedure, the clip was able to grasp both leaflets on the mitral valve and was ready to be deployed. No knots were noted on the lock line and retraction of the lock line was in progress; however, after approximately 1.5 meters of retraction, the lock line became stuck. More force was applied to lock line removal and the lock line was able to be removed, successfully implanting the clip. After the entire line was removed, a small knot/dot was noted 5 mm from the end of the line which looked like a fabric error of the lock line. Mitral regurgitation (mr) was reduced from 4 to 2 with one mitraclip. There were no adverse patient effects. No additional information was provided.